Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported.